Event description:
Report received from united states indicating that device will not secure an attachment. The date of the event is unknown. It is known the device was used in surgery. It is known that there was no injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. If add'l info is received, a supplemental MDR will be sent. (B)(4).